Event description:
It was reported that pump displayed malfunction alarm code 9 with fault ID 0x20f1, and there were no notable events prior to malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions for pump reset, successfully reset pump without recurrence of malfunction, was advised that pump use could continue, and was instructed to call back if malfunction code occurred again.